Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o card due to damage from a fallen screw. The device was evaluated and the reported issue was confirmed as it was noted that a screw from the control panel has come loose and fallen onto the input/output circuit card. These were damaged and no longer function. The inlet/outlet circuit board controls the circulation pump and mixing pump. The inlet/outlet circuit card has been replaced. It was also reported that the device was leaking water. The unit was not found to be leaking water. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not suck in water, also loses water at the bottom of the arctic sun device. Per additional information via email from ibc on 22aug2023, it was stated that the visual inspection found there was no damage on the device. The arctic sun device could not be filled with water. A screw from the control panel had come loose and fallen onto the input or output circuit card. These were damaged and no longer function. The inlet or outlet circuit board controls the circulation pump and mixing pump. The inlet or outlet circuit card has been replaced. The arctic sun device was not found to be leaking water. The device passed the procedure and can be placed back into normal use.

Event description:
It was reported that the arctic sun device did not suck in water, also loses water at the bottom of the arctic sun device. Per additional information via email from ibc on 17aug2023, it was stated that there was no patient involvement. It was stated that the visual inspection found no damage. The unit could not be filled with water. A screw from the control panel has come loose and fallen onto the input/output circuit card. These were damaged and no longer function. The inlet/outlet circuit board controls the circulation pump and mixing pump. The inlet/outlet circuit card has been replaced. The unit was not found to be leaking water. The device passed the procedure and can be placed back into normal use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.